Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set detachment issue event on 23-feb-2026. The insertion site was abdomen. The infusion set was used for two days. No further information available.